Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient implanted with a neuro stimulator. It was reported that the curved needle was used for the spinal cord stimulation procedure to enter the epidural space. The lead was placed, but when they came to withdraw the needle, the lead got stuck and the lead was damaged. It was noted that the lead was part of a field action and should have been returned back in (B)(6) 2018. It wasn't, and was used in error. It was noted that the physician was aware of the field action. There were no environmental/external/patient factors that may have led or contributed to the issue. No diagnostics or troubleshooting was performed. Another lead was opened, and the issue was resolved. No surgical intervention occurred or was planned. No symptoms were reported, and the patient was alive with no injury. The event occurred during a procedure.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3550-14, lot# unknown, product type: accessory. Analysis of the returned lead (B)(4) found that the insulation had been cut by the needle. The complete lead was received for analysis. Visual inspection of the lead did not reveal any significant anomalies. A cosmetic cut was visible on the outer insulation. The insulation on the lead had been cut by the needle cannula at the proximal edge of the #7 electrode as the lead was retracted. Both ends were intact and undamaged. The braid and stylet coil were visually ok. Electrical testing determined that the continuity of the conductors was complete. There were no shorts observed between the conductors. Analysis of the returned needle (lot # unknown) revealed a sharp edge and misshaped spoon. Visual inspection of the needle revealed that the spoon on the cannula had a sharp edge on the undercut side, and there was no evidence of the grind process having been done on the undercut side. The shape of the spoon of the returned needle was different than a lab needle. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Fdc code 23 applies to the needle, fdc code 11 no longer applies. If information is provided in the future, a supplemental report will be issued.